Event description:
The user informed our local distributor of a number of incidents where removal of the fixation rings after use has caused skin lesions on preterm neonatal patients. The customer described the patients as 7 different babies, gestational ages between 24 and 25 weeks, birth weight between 460g and 510g.

Manufacturer narrative:
Anetoderma of prematurity is a known consequence of using transcutaneous monitoring on neonates. Premature neonates have extremely delicate and sensitive skin, and it is not unusual that patients this young receive a bruise or abrasion to the site that had the adhesive attached to it. The customer reported these incidents as a general concern. He is aware that this occurrence is a well-known consequence of using the tc electrodes on preterm neonates with sensitive skin. The product risk analysis for tc equipment deals with this issue, and radiometer accepts the residual risk. The adhesive used on the fixing rings are subject to strict control of the force needed to remove them being exactly 12.5 n pr 25 mm tape. This is the correct adhesive force in order to obtain proper fixation and easy removal of the electrode. The product risk analysis will be updated according to procedure.